Event description:
A nurse reported that the system had weak power on extrusion and poor aspiration during a vitreo-retinal procedure. They exchanged the cutter and were able to perform aspiration following a delay of less than five minutes. There was no harm to the pt.

Manufacturer narrative:
The company service rep examined the system and was unable to replicate the customer reported event. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).